Event description:
It was reported that this device was explanted due to premature battery depletion and a possible header issue. Upon explant induction testing took place, but poor sensing was seen and time to therapy was long. It was noted that a 65j shock delivered did not terminate the ventricular fibrillation (vf), and noise was seen as well as an out of range low shock impedance measurement. The patient had received an external defibrillation due to the non conversion of the induced arrhythmia. It was also noted that the patient had fibrosis which was removed. This device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to premature battery depletion and a possible header issue. Upon explant induction testing took place, but poor sensing was seen and time to therapy was long. It was noted that a 65j shock delivered did not terminate the ventricular fibrillation (vf), and noise was seen as well as an out of range low shock impedance measurement. The patient had received an external defibrillation due to the non conversion of the induced arrhythmia. It was also noted that the patient had fibrosis which was removed. This device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. There was no electrical overstress damage to the header or feed through wires, the internal electrical overstress damage was caused when the device delivered a shock while the electrode was touching the device case. The damage was induced. The device also underwent an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, we have concluded that this device experienced normal battery depletion.